Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issue occurs due to the application of external force such as strong rubbing or bumping of the relevant part during transportation, storage, use, cleaning, etc. Since it was considered that the event could have been prevented by observing the matters described in the instruction manual, it was likely that the issue was caused by the handling of the user. The instructions for use (IFU) provides the following guidelines: warning: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient. "

Manufacturer narrative:
The device evaluation also found the adhesive on the distal sheath had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified a missing piece on the ultrasound probe forcep cover. There was no reported patient involvement.